Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had alarmed "no disposable pump won't run." Troubleshooting was performed but the alarm persisted. The settings were reviewed: res vol: 382.2 ml, continuous rate: 6 ml/hr, volume given: 367.85 ml. No patient harm was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.